Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at minimum rate via an implantable pump. The indication for use was non-malignant pain. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump had a motor stall on (B)(6) 2016 and no recovery has been noted. The pump was replaced the day of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.